Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had a file system corrupt error which prevented the system from booting up. There is no report of death or serious injury.